Manufacturer narrative:
Additional information: g3, h2, h6.

Event description:
During a persistent atrial fibrillation procedure, an air leak occurred. After inserting the sheath into the left atrium, air aspiration and flushing were performed. After the advisor hd grid x catheter was inserted, an air leak occurred while aspirating air and flushing. The sheath was then replaced, and the same advisor hd grid x catheter was inserted slightly and upon applying negative pressure for flushing, air was aspirated. At that point, st elevation was observed in the inferior leads on the ECG, along with a drop in blood pressure. The hypotension was managed with noradrenalin administration. The st elevation was monitored and resolved over time. The sheath was replaced and the procedure was completed. Delayed awakening was noted immediately after the procedure. The physician mentioned that the possibility of cerebral air embolism could not be ruled out. As of september 8, no severe complications had occurred, but the patient¿s hospitalization was extended for observation.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The returned dilator was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of this introducer leak.